Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient's external device. It was reported that the rep was not with the patient but received a report from the clinic that the patient had been having recharging issues for about a week. The rep was told that prior to this the patient was very successful with charging. Now, the wireless recharger (wr) didn't light up on the power button or battery indicator. The rep was asked about the light on the charging dock/cord but the rep didn't have the patient's equipment with them. The rep was advised to have the patient call in for troubleshooting and replacement, if necessary. Additional information was received from the patient on 2025-aug-29. They reported that the recharger "decided not to work anymore". The patient stated the recharger was just sitting there on the dock and the battery indicator light just flashed/scrolled. The patient stated the power button had no light and was unresponsive. The patient was instructed to reset the recharger on and off the dock, but the recharger remained unresponsive with rapid scrolling lights. The patient mentioned that it stopped recharging their implantable neurostimulator (ins) on (B)(6) 2025. A replacement wireless recharger was requested to be sent out.